Manufacturer narrative:
Zimmer biomet complaint number - (B)(4). Medical products - biomet maxim femoral component left, catalog # 140031, lot # 502540, biomet maxim tibial tray, catalog # 141211, lot # 841460, biomet locking bar, catalog # 141205, lot # 290180, biomet finned stem, catalog # 141314, lot # 323230, palacos bone cement, catalog # 424800, lot # 5168143. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted within the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2017-11365 and 001825034-2017-11366. Remains implanted.

Event description:
It was reported the patient underwent a left total knee arthroplasty. Subsequently, patient alleges swelling, loosening, and a fracture. Operative reports received indicate one and half years post-implantation, the patient is experiencing medial pain and uses a cane to ambulate. Furthermore, moderate medial and lateral instability with some varus alignment, were noted. No revision procedure has been reported to date.

Event description:
It is reported that the patient alleges experiencing swelling and loosening following left knee arthroplasty. Operative reports received indicate one and half years post-implantation, the patient is experiencing medial pain and uses a cane to ambulate. Furthermore, moderate medial and lateral instability with some varus alignment were noted. No revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The product was evaluated through manufacturing review and the reported event was confirmed through review of medical records. The device history records were reviewed and no discrepancies were identified. Review of initial surgery operative notes identified no complications. The root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event; please see all reports associated with this event. 0001825034-2017-11366, 0001825034-2017-11365, 0001825034-2018-01400, 0001825034-2018-04593, 0001825034-2018-08140, 0001825034-2018-08115.